Event description:
Ref# imp (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) inspected the device. He found that the screw which fell came from a two piece plexiglass cover which had been installed over the hole between the light's suspension tube and the laminar flow ventilation system at the ceiling. This cover is secured with 4 metal self tapping screws. This cover assembly is not a maquet product and is not similar in design to the ceiling covers offered by the manufacturer. The hospital staff repaired the cover, installing new screws and washer rings and securing with loctite. Exemption# (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.